Manufacturer narrative:
The product has not been returned for evaluation. When it arrives and the product evaluation has been completed, a supplemental report will be submitted. The device history review was completed and all inspections passed with no non-conformances.

Event description:
It was reported during a case that one of the hemfsm10 was reading an sto2 of 80 on the right side and the other was reading 70 on the left side. The crna switched the cables and this resulted in the right side, which was previously 80, now reading 70, and the left side, which was previously 70, now reading 80. Readings somewhere in the 70-80 range would have been consistent with the patient's clinical condition, per the clinician. There was no injury or harm to the patient. Patient demographics were requested but unable to be obtained.

Manufacturer narrative:
One hemosphere foresight cable was received for product evaluation. A visual inspection did not find any visible physical damage. The suspect unit was connected to a known good working hemosphere instrument and tissue oximeter and tested per the system verification test. Sto2 readings of both channels remained steady while moving the cables when using a fore-sight elite sto2 simulator. No errors messages were observed. There was no defect found. With any hemodynamic monitoring readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to the complaint.